Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach which caused trauma to the patient's esophagus and it almost went into the patient's airway. They grabbed a new capsule to complete the procedure. There was a minor bleeding but it stopped on its own. The capsule was removed with a roth net. There was no user harm.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach which caused trauma to the patient's esophagus and it almost went into the patient's airway. They grabbed a new capsule to complete the procedure. There was a minor bleeding but it stopped on its own. The capsule was removed with a roth net. There was no user harm.